Manufacturer narrative:
Age at the time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: investigation completed. The device was received for evaluation. The balloon protector cap was not returned for evaluation. Visual examination noted a shaft detachment at 25cm from the catheter tip at the rx joint area. No further damage was noted to the catheter shaft. There was no damage noted to the tip, balloon, or blades. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that a balloon detachment occurred. A 90% stenosed target lesion was located moderately tortuous and severely calcified right superficial femoral artery. A 4.00mm/1.5cm/140cm small peripheral cutting balloon¿ flextome monorail was used in a percutaneous transluminal angioplasty. During preparation, after unpacking, the protection cap was attempted to be removed. However, it was observed that the balloon was detached together with the protection cap. The procedure was completed with another of the same device. There were no patient complications and the patient's condition was good.

Event description:
It was reported that a balloon detachment occurred. A 90% stenosed target lesion was located moderately tortuous and severely calcified right superficial femoral artery. A 4.00mm/1.5cm/140cm small peripheral cutting balloon¿ flextome monorail was used in a percutaneous transluminal angioplasty. During preparation, after unpacking, the protection cap was attempted to be removed. However, it was observed that the balloon was detached together with the protection cap. The procedure was completed with another of the same device. There were no patient complications and the patient's condition was good.